Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's right knee on (B)(6) 2012. While reported a revision of the patient's right knee on (B)(6) 2020, rep reported the patient had a previous revision of a stryker knee due to loosening on (B)(6) 2012. The rep does not have access to any further information as this was done by an unknown surgeon at an unknown hospital.